Event description:
Preoperative diagnosis: intractably spasticity. Postoperative diagnosis: same. Operation performed: replacement of intrathecal pump and catheter for delivery of baclofen "...recently he has had a loss of efficacy, and noninvasive testing has suggested an underinfusion. There is a question of whether the pump or the catheter is to blame, but imaging has failed to pinpoint the problem." Implanted model: 8637-20.